Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their gum and cannot seat the aligner all the way. The cutting has caused bleeding in several areas including the front teeth and canine. Provided hhtt tips and requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.